Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that a patient admitted into the ICU (intensive care unit) from the cvor (cardiovascular operating room) had an intra-aortic balloon (iab) in place, but there was no arterial signal on the pump. The customer stated the patient was admitted to the hospital with the iab place from a different facility. There was an attempt to aspirate the iab, but it was unsuccessful. The iab was a fiber optic device, however the cable was in place but there was no evidence of a fiber optic connection on the iab pump (iabp) screen. The customer was unaware of when the issue initially occurred. The emergency service specialist advised the customer to disconnect the fiber optic plug, after which, the fluid lumen still did not appear on the screen. The customer was unable to switch to another console to check the iabp connection because their consoles were already in use. The physician was able to flush the iab and the arterial line signal appeared successfully. There was no alert messages generated. There was no reported injury to the patient.